Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cup. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the following event to the (B)(6) was reported: "perception of screeching and a feeling of ? Of the left total hip prosthesis for 6 months. Pains more intense in early (B)(6) with increase of the screeching. Intraoperatively: metallosis, many ceramic debris, wear of the prosthetic cup, wear of the ceramic head (not broken). Change of the cup, the insert and the femoral head."

Manufacturer narrative:
An event regarding ceramic insert fracture, wear, pain, and sound involving an abg ii cup 056 w/hl-041 cer in was reported. The reported device is not cleared for sale in the us. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review noted there have been no other events for the lot referenced. Conclusion: a material analysis of the returned devices concluded that the fracture of the insert resulted in associated damages to all the components. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the following event to the french ca ansm was reported: "perception of screeching and a feeling of ? Of the left total hip prosthesis for 6 months. Pains more intense in early july with increase of the screeching. Intraoperatively: metallosis, many ceramic debris, wear of the prosthetic cup, wear of the ceramic head (not broken). Change of the cup, the insert and the femoral head."